Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed after the indicator window changed from black- white to black- black. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported patient injury. No abnormality was noted prior to use. The indicator wire loop deployed smoothly. The sheath and closure device were withdrawn together at an angle of 30¿45°. Pulsatile blood flow was observed from the bleed-back port and slowed significantly prior to further withdrawal. The device was inspected after removal. Pulling the indicator wire loop caused the indicator window to change color. Pressing the plug deployment button outside the body could not be performed easily. The procedure performed was intracranial aneurysm embolization. The device will be returned for evaluation.